Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30749526l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a female patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring temporary pacing. During the procedure, after right atrium (ra) mapping, ablation was conducted for re-early site (csos). After several septal (csos) ablations, av block occurred. The physician judged that the block occurred because the ablation point was close to his by the anatomy. The ventricular escape rate was around hr 50. The physician's opinions on the relationship between the event and the product is that there was no product defect. Monitoring was performed using a temporary pacemaker as intervention, introduction of the permanent pacemaker or the ICD may be considered depending on the situation. Additional information was received. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event is improved. The patient did not require extended hospitalization because of the adverse event.